Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure, and had reportable issues. Refer to associated MFR report #3005099803-2010-02991 for a description of the other device. This report is for the wallflex biliary rx uncovered stent. It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent, and a 7.5fr nasobiliary tube w/jagwire device were used within the (B)(6) region of a cancer patient during a stenting and drainage procedure performed on (B)(6), 2010. According to the complainant, the patient's anatomy was reported to be moderately tortuous and thin. The stenosis was reported to be four centimeters at the proximal end, and two centimeters at the hepatic portal region. The distal end of the stenosis was dilated at approximately ten millimeters. During the procedure fluoroscopy and radiographs were used to visualize the device placement. It was reported that resistance was encountered when the physician advanced the wallflex over the jagwire, through the scope and into the target lesion. However the stent was successfully implanted within the patient's hepatic portal region. Resistance was also encountered as the physician withdrew the stent delivery catheter from the patient. A 7.5fr nasobiliary tube was also implanted within the patient; however the tip of the jagwire (approximately 2mm) detached inside of the patient. It was reported that no medical intervention was performed to retrieve the detached jagwire. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.